Manufacturer narrative:
This device remains implanted. At this time, it is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that suggests this device¿s battery is depleting faster than expected. Additional information was received. Physician is planning to changeout the device. Procedure has not been scheduled. Remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device battery is depleting faster than expected. Additional information from engineering analysis determined that it does appear that the malfunction condition has corrected itself. There are known failure mechanisms in some components which can "heal" over time. There is no intervention information available to date. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device battery is depleting faster than expected. Additional information from engineering analysis determined that it does appear that the malfunction condition has corrected itself. There are known failure mechanisms in some components which can "heal" over time. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.